Event description:
Litigation papers received. Papers allege patient suffers from pain and elevated metal levels.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2012 - litigation papers received. Lawyers are amending litigation to correct that the patient was implanted with pinnacle, rather than asr. All appropriate updates have been made. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.